Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pum had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 428 mg/dl and physical damage. The customer states that her pump is malfunctioning. After changing the battery, and she noticed the edge of the battery compartment was broken off. Customer went to change the battery, and she noticed the edge of the battery compartment was broken off. The customer states they were not wearing the insulin pump during the high blood glucose, but did not state how long they were off the pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per hcp's instructions. The insulin pump will be returned for analysis.